Event description:
A patient reports their personal diabetes manager (pdm) is only holding a charge for 2 hours and the battery is hot while charging. The patients reported blood glucose level was 541 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.